Event description:
During the 6 week follow-up interrogation, the ventricular lead impedance was >3000 ohms and the device was not pacing. A re-intervention was performed, it was reported that the ventricular lead (oscor) was tugged and did not budge. A wrench was then used to check the setscrews and worked well. Pulled on the lead again and the screw was loose. Therefore, this pacemaker was explanted and a new device was implanted with the existing leads without any problems.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
During the 6 week follow-up interrogation, the ventricular lead impedance was >3000 ohms and the device was not pacing. A re-intervention was performed, it was reported that the ventricular lead (oscor) was tugged and did not budge. A wrench was then used to check the setscrews and worked well. Pulled on the lead again and the screw was loose. Therefore, this pacemaker was explanted and a new device was implanted with the existing leads without any problems.